Event description:
Caller alleged discrepant results (accuracy) & meter error 114 when testing lot #213038, exp date 5/2010 & lot #080731a exp date 11/2009. Results as follows: meter-inr, 4.6; 7.5. Nurse self-test 1.0. Caller followed up with add'l discrepant values. Results as follows: meter-inr: 5.2; lab-inr: 3.85.

Event description:
Caller alleged discrepant results (accuracy) & meter error 114 when testing lot #213038, exp date 5/2010 & lot #080731a exp date 11/2009. Results as follows: meter-inr, 4.6; 7.5. Nurse self-test 1.0. Caller followed up with add'l discrepant values. Results as follows: meter-inr: 4.3; lab-inr: 3.72.

Event description:
Caller alleged discrepant results (accuracy) & meter error 114 when testing lot #213038, exp date 5/2010 & lot #080731a exp date 11/2009. Results as follows: meter-inr, 4.6; 7.5. Nurse self-test 1.0. Caller followed up with add'l discrepant values. Results as follows: meter-inr: 2.6; lab-inr: 2.48.

Event description:
Caller alleged discrepant results (accuracy) & meter error 114 when testing lot #213038, exp date 5/2010 & lot #080731a exp date 11/2009. Results as follows: meter-inr, 4.6; 7.5. Nurse self-test 1.0. Caller followed up with add'l discrepant values. Results as follows: meter-inr: 4.2; lab-inr: 3.75.

Event description:
Caller alleged discrepant results (accuracy) & meter error 114 when testing lot #213038, exp date 5/2010 & lot #080731a exp date 11/2009. Results as follows: meter-inr, 4.6; 7.5. Nurse self-test 1.0. Caller followed up with add'l discrepant values. Results as follows: meter-inr: 4.3; lab-inr: 3.97.

Manufacturer narrative:
Root cause analysis: per tech-services, glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: per e-mail from tech-services, finger sticks were not used for the tests. Sample was collected using butterfly needle and blood left in tube was used for the sample. Customer will throw out results associated to this complaint and start using finger sticks to obtain sample. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Investigation revealed sample used resulted in discrepant tests was collected using butterfly needles and blood left in tube was used for sample. Sample collection was not anticipated by the manufacturer and product was designed to test venous blood. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Info was relayed to end-user. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Manufacturer narrative:
Root cause analysis: per tech-services, glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: per email from tech-services, finger sticks were not used for the test. Sample was collected using butterfly needle and blood left in tube was used for the sample. Customer will throw out results associated to this complaint and start using finger sticks to obtain sample. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Investigation revealed sample resulted in discrepant tests was collected using butterfly needles and blood left in tube was used for sample. Sample collection was not anticipated by the manufacturer and product was designed to test venous blood. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Info was relayed to end-user. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Manufacturer narrative:
Root cause analysis: per tech-services, glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: per email from tech-services, finger sticks were not used for the test. Sample was collected using butterfly needle and blood left in tube was used for the sample. Customer will throw out results associated to this complaint and start using finger sticks to obtain sample. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Investigation revealed sample resulted in discrepant tests was collected using butterfly needles and blood left in tube was used for sample. Sample collection was not anticipated by the manufacturer and product was designed to test venous blood. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Info was relayed to end-user. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Manufacturer narrative:
Root cause analysis: per tech-services, glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: per email from tech-services, finger sticks were not used for the test. Sample was collected using butterfly needle and blood left in tube was used for the sample. Customer will throw out results associated to this complaint and start using finger sticks to obtain sample. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Investigation revealed sample resulted in discrepant tests was collected using butterfly needles and blood left in tube was used for sample. Sample collection was not anticipated by the manufacturer and product was designed to test venous blood. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Info was relayed to end-user. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.

Manufacturer narrative:
Root cause analysis: per tech-services, glass cap tube is used to collect sample. Unable to evaluate claim of high results at this time without lab result. The 114 errors and higher than normal results were not evaluated due to misuse: per email from tech-services, finger sticks were not used for the test. Sample was collected using butterfly needle and blood left in tube was used for the sample. Customer will throw out results associated to this complaint and start using finger sticks to obtain sample. Summary: end-user reported accuracy discrepant test result. Pt info was not known. Investigation revealed sample resulted in discrepant tests was collected using butterfly needles and blood left in tube was used for sample. Sample collection was not anticipated by the manufacturer and product was designed to test venous blood. The results are not considered discrepant within the context of the documented variability for inr testing. Further testing is not required at this time. Info was relayed to end-user. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned.